Event description:
It was reported that the the rn reported a hole at the junction where the green tube meets the bag on a bd surestep temp sensing foley tray, discovered during a procedure in the or suite. Photo sample available.per additional information received via email on 20aug2025. It was reported that unfortunately, the product was not saved by the rn in the room. However, they did manage to take two pictures. Attached these images for reference. Lot ngkr2616 was confirmed as the affected lot number. No patients were harmed. No additional information was provided by the rn or surgical services management at this time. Photo samples and customer email response has been uploaded within the attached files.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as it was found there was a opening present between nipple and drainage bag. Submitting the investigation details as additional information. The reported event is confirmed manufacturing related. Visual evaluation noted received 2 photo samples. First photo sample shows product packaging labelling indicated the following information: second photo sample zooms on location of opening present between nipple and drainage bag. Opening present would allow leakage to occur while drainage bag is in use. Therefore, the reported event is confirmed and does not meet specifications which states "component seals must be secure." No actions can be taken at this time since a root cause was not identified. DHR review did not show any problems or conditions that would have contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. Correction- d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the the rn reported a hole at the junction where the green tube meets the bag on a bd surestep temp sensing foley tray, discovered during a procedure in the or suite. Photo sample available.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.